Event description:
The patient called while she was on her way to the hospital. She stated she had a blood glucose reading of "hi." She stated she woke up in the morning and felt like her blood glucose was high. She stated she gave herself three 20 unit boluses but her blood glucose continued to rise. She then changed her cartridge, infusion tubing, and infusion site. Her symptoms of high blood glucose were dry mouth, headache, and vomiting. She was instructed to disconnect from her infusion site and bolus 3 units. No insulin dripped from the tubing. She was then instructed to prime the infusion device. No insulin dripped from the tubing. The patient then discovered that her infusion tubing had separated and was leaking insulin. She replaced her infusion tubing and she was able to prime properly with insulin dripping from the tubing. She then arrived at the hospital and ended the phone call. She also reported going to the hospital the previous day with blood glucose of 700 mg/dl. She stated she was given an i.v. Drip and her blood glucose returned to normal. She stated she assumed the cause of her high blood glucose was also related to separated infusion tubing. Upon follow up nine days later the patient stated her blood glucose had returned to normal. Product was requested to be returned for evaluation.